Event description:
A certified scrub technician at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. There was no patient impact/injury associated with this event.